Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during inflation of a heavily calcified lesion, the omnilink balloon ruptured at unspecified atmosphere (atm). There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.